Event description:
(B)(4). The consumer reported that end of service (eos) had occurred on a primary cell implantable neurostimulator (ins) battery on (B)(6) 2016. There was no allegation or dissatisfaction with ins longevity. The patient stated the ins just kind of stopped working, the patient had not felt anything for months, and the patient needed the ins to start going again. It was noted that the patient was currently without a healthcare professional. The patient's indications for use included spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the eos error code still had not resolved. The patient met with a doctor, but the doctor was unable to do device repairs, was only able to install new devices. The patient was still not able to meet with a physician. On (B)(6) 2016, it was noted that the reported issues of the implant stopped working and not feeling any stimulation for months did not resolve. The patient stated that once the device was implanted, the doctors, do not want to do anything else with the device.

Event description:
Information was received from a healthcare provider via a patient regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient had a loss of therapy. The patient hasn't checked their system with a patient programmer so communication was not known. Patient stated that when the patient sits and leans back the patient doesn't feel hurt at all. Patient had a loss of stimulation a few months ago, but the actual date isn't known.

Event description:
Additional information received from the patient indicated that the implant not working and no stimulation issues have not been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the patient called for an appointment to resolve the end of service (eos) error code issue. When the patient arrived, she was told the healthcare professional did not work in the office; the patient noted "right number for the office but no doctor." The consumer also reported that the eos error code was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.